Manufacturer narrative:
Implant date: 2006. Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04549. It was reported that in-stent restenosis occurred. In 2006 patient had a taxus liberte paclitaxel-eluting coronary stent system implanted in the mid left anterior descending (lad) artery. In (B)(6) 2017, the patient presented with in-stent restenosis (isr) of the previously implanted stent in mid lad. Vascular access was obtained via the right radial artery. The 80% stenosed, 36x2.25mm, concentric, in-stent restenosis target lesion containing a lesion bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified right lad and first obtuse marginal. Pre-dilation was performed with 2.5x12mm emerge balloon catheter. Then a 3.50 x 20 synergy¿ drug-eluting stent was advanced, however it could not cross the lesion. The device was removed and it was noted that the stent struts were frayed. The lesion was further pre-dilated with 3.25x12mm nc emerge balloon catheter and a 3.50 x 20 synergy¿ drug-eluting stent was implanted. Post dilation with a 3.75x12 nc emerge balloon catheter and imaging using intravascular ultrasound (ivus) was performed to complete the procedure. No further patient complications were reported and the patient status was stable.